Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction in the image disk. Review of log file shows that issue in ippc disk bay. The fse tried to image database consistency repair and database recreation but did not fix the issue. Fse performed the troubleshooting action and found that the issue with image disk and replaced the image disk and re-create image store performed on frontal and lateral. After the replacement of image disk and recreating image store, system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that a message regarding insufficient disk space appeared. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.